Event description:
A prime ten alarm occurred during priming. We were able to clear with no further prime ten alarms. A system pressure alarm at the 200ml whole blood processed point of procedure. Plasma was cloudy. Optic bowl sensor was decreased to 100. At the 1348ml whole blood processed point of procedure, air in return line was noted. Machine was paused and air was noted in return chamber. This extended to the return pressure transducer. The blue line was clamped and we contacted rep at therakos and switched to single needle mode (snm). The blue line was disconnected and air primed out of line with a saline bolus prior to reconnection to the collect line. We used the early buffy coat and photoactivation. After photo completed, treatment was aborted and manual return given. The treatment was completed without further incident. Instructor from therakos requested that kit to be sent back to them for analysis. Kit was sent to biomed. Patient tolerated treatment well.